Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the device unexpectedly powered off and the monitor went blank. The user powered the device back on and as a result, communication was re-established and the monitor powered on with no further incidents. Since the event occurred after a cardiopulmonary bypass procedure, there was no patient involvement during this event.